Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient 's therapy was not working how they thought it should. The patient has gotten the stimulation adjusted 3-4 times and the therapy helps either the patient's legs or lower back, but never both. It was noted that 'when they turn off the lower back, there is a tingling sensation that provides a mild shock.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and healthcare professional reported that cause of the lack of therapy in the lower back/legs was not determined. The patient's stimulation was reprogrammed on (B)(6) 2019 to achieve bilateral low back coverage and the patient was pleased with the results. The issue was resolved. No further complications were reported.